Event description:
During surgery for extracting (B)(4) pin, when the inner extractor was inserted in the distal part of the hook, the surgeon was not able to insert it. Afterwards, the surgeon managed to insert the inner extractor in the distal part of the hook, and to remove the pin. Another pin was able to be removed to normally.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.